Event description:
Report of alleged "no alarm for high pressure. Pt coded and was hospitalized. Pt disconnected from life support on 6/27/97 and died.

Manufacturer narrative:
H3) testing by MFR found device fully functional.